Event description:
Information was received from a health care provider via a product surveillance registry regarding a patient who was receiving 5 mg/ml hydromorphone at 0.2403 mg/day and 10 mg/ml bupivacaine at 0.481 mg/day via an implantable pump for non-malignant pain. Following the pump and catheter revision on (B)(6) 2016 discussed in manufacturer report # 3004209178-2016-00380, #3007566237-2016-00195, and # 3007566237-2016-00197, it was reported that the patient experienced postoperative pain. On (B)(6) 2016, the pump dose was decreased 78%. The patient was given oral dilaudid on (B)(6) 2016 and remained in the hospital an extra day until the postop pain was under better control. There was no device diagnosis. The etiology was noted to be related to the implant procedure, and unlikely related to the device or therapy. On (B)(6) 2016, the patient was doing fine. A wound vac was in place, and the patient was being discharged home. The event resolved without sequela.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.